Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facility found the hi/low limit switch was out of adjustment. The switch was properly adjusted to repair the bed.